Manufacturer narrative:
.

Event description:
The customer reported that the device does not charge the capacitor during the defibrillation test during the opcheck. There was no reported patient involvement.